Event description:
An on-q was placed into the skin intraoperatively and placed in the subpleural region. When the catheter was flushed by the doctor, resistance was felt and catheter was removed. It was then noticed that the tip was sheared and probably retained in the body. It was determined, there was more risk involved in removing the tip of the on-q silversoaker catheter, pt was made aware and agreed.